Event description:
The clinical director stated that while undergoing hemodialysis at a clinic, the patient became hypotensive, began vomiting and became unresponsive. The pt was suctioned with a non-fresenius suction device to no avail. The pt was transported via ems to the hospital for further care. The pt is in stable condition and continues on hemodialysis.

Manufacturer narrative:
Evaluation of the fresenius hemodialysis device by a fresenius technician (following an adverse event) found the hemodialysis machine to operate correctly. Based on the clinical investigation: the patient's physician who was in the room at the time of the incident and administered medical aid, stated he did not believe that the device caused or contributed to this event. Additionally, the conclusion of the fmc medical director was; episodes of intradialytic hypotension are known problems in a hemodialysis treatment; there is no report of device malfunction.